Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the subject device broke postoperatively. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot number 8856664. Manufacturing location: (B)(4). Date of manufacture: mar 5, 2014. Expiration date: feb 1, 2024. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during removal of two (2) matrix lock maxillary plates on (B)(6) 2016, the surgeon found that the upper jaw of the piriform aperture of the plates was broken between right and left. The devices and fragments were removed easily with no additional medical intervention needed. It is not known if the surgery was part of a planned revision or removal. There was no adverse consequence to the patient. The patient was initially implanted with the devices on (B)(6) 2015. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Two broken plates, 04.511.927s and 04.511.924s, were returned. The visual incoming inspection showed that both plates are strong bent, do show scratches on the surface, discoloration of color and are broken in different places. A microscopic investigation was performed. Microscopic pictures were taken and do show clearly the above described damages. Based on surgical technique for matrix orthognatic lock, risks, side effects and adverse events can occur. No indication for product related issue was found. As both plates were implanted more than one year in patient as reported, it can be strongly assumed that the breakage occurred due to an overloading situation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.